Event description:
After suturing the valve and seating it in the annulus, the valve holder was difficult to remove from the valve. During this process the patient's annulus tore. No additional consequence reported regarding the patient. The valve was implanted.